Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue that did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2011-06120. The trial patient (B)(6) was implanted with a surgical lead and two lead extensions on (B)(6) 2011. The physician suspected that a dural tear may have occurred during the procedure, and as a result, the extensions were internalized (buried under the pt's fat layer). It was later determined that a dural tear did not occur as the pt was asymptomatic post implant. A subsequent surgical procedure was performed to externalize the extensions for purposes of connection to a trial stimulator. At the conclusion of the trial, the externalized portion of the extensions were removed. Additional surgical intervention was undertaken on (B)(6) 2011 to remove the implanted lead and the remaining portion of the lead extensions as visual examination of the incision site revealed a possible infection. A culture was taken; however, the results are unk. Antibiotics were reportedly prescribed to the pt as treatment. The explanted products were discarded. No further info is available.